Manufacturer narrative:
The customer requested a speaker replacement. A replacement speaker was sent to the customer for repair. It remains unknown if there was still sound coming from the device. E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). H3 other text : material sent to customer only.

Event description:
The customer indicating that the speaker does not work anymore and there was no technical alarm. The device was in use at time of event, there was no adverse event reported.